Event description:
Procedure type: lap hernia repair. According to the reporter: there was a non-engagement of clips and clips were malformed. Delay in or time was reported as greater than 30 minutes due to allege nonconformity. There was no tissue damage, blood loss or patient injury. The patient's condition is okay.